Manufacturer narrative:
Device history review; complaint history review; risk assessment; the device was not returned. No relevant manufacturing issues were identified as all released units met stryker specifications. The rod was not returned, so testing and inspection could not be performed to aid in root cause analysis.

Event description:
It was reported that; surgeon placed rod into french bender and just began to bend the rod when it broke.

Event description:
It was reported that; surgeon placed rod into french bender and just began to bend the rod when it broke.